Event description:
It was reported that post operation, pacing failure was observed. It was confirmed on fluoroscopic image that the pacing lead had dislodged. The suture was reopened and the lead was repositioned successfully. The lead remains in use. No patient complications have been reported as a result of this event.